Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Identified events: 3. 43 patients had asymptomatic embolization complications. 4. 8 patients had symptomatic embolization complications.

Event description:
Chen, c.-j., ding, d., lee, c.-c., kearns, k. N., pomeraniec, I. J., cifarelli, c. P., arsanious, d. E., liscak, r., hanuska, j., williams, b. J., yusuf, m. B., woo, s. Y., ironside, n., warnick, r. E., trifiletti, d. M., mathieu, d., mureb, m., benjamin, c., kondziolka, d., ¿ sheehan, j. P. (2020). Embolization of brain arteriovenous malformations with versus without onyx before stereotactic radiosurgery. Neurosurgery. Https://doi.org/10.1093/neuros/nyaa370. Summary: embolization of brain arteriovenous malformations (avms) using ethylene-vinyl alcohol copolymer (onyx) embolization may influence the treatment effects of stereotactic radiosurgery (srs) differently than other embolysates. Identified events: pli 10: 1. 10 patients had post-srs hemorrhage. 2. 1 patient had an all-cause mortality. 3. 4 patients had cysts.

Manufacturer narrative:
Chen, c.-j., ding, d., lee, c.-c., kearns, k. N., pomeraniec, I. J., cifarelli, c. P., arsanious, d. E., liscak, r., hanuska, j., williams, b. J., yusuf, m. B., woo, s. Y., ironside, n., warnick, r. E., trifiletti, d. M., mathieu, d., mureb, m., benjamin, c., kondziolka, d., ¿ sheehan, j. P. (2020). Embolization of brain arteriovenous malformations with versus without onyx before stereotactic radiosurgery. Neurosurgery. Https://doi.org/10.1093/neuros/nyaa370. Age or date of birth: this value is the average age of the patients reported in the article as specific patients could not be identified. Sex:. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.